Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The tasp shim was returned and visual examination of the returned part shows signs of repeated use, wear and missing ball bearing. DHR was reviewed and no discrepancies were found. A previous investigation was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for this device. This device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that instrument technician who inspects the instrument trays found a worn tibial articular surface provisional shim that was missing a ball bearing. There was no patient or procedure involvement.